Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced hyperglycemia with symptoms (thirst and sick). A relative took her to the hospital and the patient was conscious the entire time. At the hospital they took a blood glucose reading which was 801 mg/dl and the patient was diagnosed with diabetic ketoacidosis. The patient was treated with IV insulin. The patient was discharged after 1 and a half days and recovered. At the time of the report the patient was fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.